Manufacturer narrative:
(B)(4). Baxter medical assessment: condensation inside a bottle containing lyophilized product may have many causes, but can be also an indirect sign of a breach in sterility (humidity penetrates through an imperfect closure). This explains why the surgeon rejected to use the product. In case of the presence of condensation in a sterile vial this may represent a potential breach in sterility of the fluid path. If this defect would recur, and would be overlooked by the user, adverse health consequences may occur. A follow-up report will be submitted upon evaluation of the investigation results of the sample.

Event description:
Customer opened a case and condensation was inside the bottle. The product was brought into the surgery and rejected by the doctor. (B)(4) 2014 called customer for clarification: she explained the following: they received one case of 6 floseal vhsd 5ml ndlfree product cartons. Four of the product cartons for this lot# ha140551 were used with no problems. This complaint is for only one product carton where the scrub nurse noticed condensation in the thrombin vial, but injected the sodium chloride into it anyway. When she told the doctor, he did not want to use it. The nurse was going to use the remaining product carton of floseal but the doctor wanted it returned to us also because it was from the same lot.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. The complaint was not confirmed as no condensation was observed in either of the returned thrombin vials. Batch record review showed that the returned thrombin vial lots are not associated with the reported complaint lot, ha140551. The thrombin vial lots received were used in finished goods lot ha140138. Clarification as to the correct complaint lot was requested from the customer, however none was provided. Twelve retention samples for lot# ha140551 and eleven retention samples from ha140138 were visually inspected and no abnormalities were observed. One retention sample from each lot was reconstituted per IFU. Reconstitution was successfully achieved with no abnormalities observed. Batch review was performed for the reported lot (ha140551) and all specifications for release were met, and no non-conformances, failures, reworks, deviations, or changes to test methods, process, or procedures were noted that could support the reported complaint. A functional test was performed on a returned thrombin vial lot vnf4n049 to verify if vacuum was still observable inside the thrombin vial. The functional test was successful. No trend was identified. This case will be kept on file for trending purposes.